Manufacturer narrative:
Philips service replaced the single board computer and pfs-418 cfg2 hdd, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system booting failed due to defective sbc and system disk on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.